Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt experienced multiple office visits due to pain, urinary problems, recurrent sui and trigger point injections. Partial explant surgery was performed on (B)(6) 2010.